Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced severe headaches, kidney pain, and back pain. At the time, the mobile device displayed an estimated glucose value (egv) of 107 mg/dl, while a manual bg test showed reading of 377 mg/dl. The patient went to the emergency department (ed), where they received IV fluids. After approximately eight hours, the patient was discharged. The patient uses an insulet omnipod 5 in a modified closed-loop system. At the time of this report, the patient is reported to be doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.